Manufacturer narrative:
Additional information indicates the device was replaced due to the right ventricular outflow tract, proximal to the valve, was stenotic. No adverse patient effects were reported. Section "patient information, weight in lbs" has now been updated. (B)(4).

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that 2 years post implant of this bioprosthetic aortic root valve, it was partially removed and replaced with a bioprosthetic valve for reasons unknown. The reported information indicates the outer root was used as a base for the new bioprosthetic valve and the leaflets were removed. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.